Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® dryseal sheath with hydrophilic coating instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The IFU states, the iliac diameters needed to accommodate the 24 fr gore® dryseal sheath are stated as an outside diameter of 9.1 mm, as it was reported the right external iliac artery measured approximately 9.0 mm, the 24 fr gore® dryseal sheath was oversized and therefore use was outside of IFU.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. According to the report, after the 24 fr gore® dryseal sheath with hydrophilic coating was prepared and the hydrophilic coating activated according to the instructions for use, the sheath was advanced through the right external iliac artery (reia) and the tag device successfully positioned and deployed. It was reported, during the withdrawal of the sheath, through the reia (measuring ~9.0mm in diameter), the arterial wall ruptured. Reportedly, there was minimal blood loss and an intra-operative transfusion was not required. According to the report, the patient had no notable anatomical issues (tortuosity, calcification, etc.), and resistance was not reported during the withdrawal of the sheath. The exact cause of the rupture is reportedly unknown. According to the report, two gore® excluder® aaa endoprostheses were implanted into the right external iliac artery, with intentional coverage of the right internal iliac artery, and the rupture was successfully repaired. Reportedly, no additional treatment was performed to re-perfuse the right internal iliac artery. It was reported, the procedure concluded without further adverse events being reported. Final angiography showed exclusion of the aneurysm and the rupture, and the patient was reported to have tolerated the procedure.